Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient had shock with worsening ventilation and organ perfusion labs. As a result, va ECMO was cannulated which improved the situation. Additionally, patient had active pulmonary embolisms resulting in the switching of purge over to heparin. Thirdly, the patient had retroperitoneal bleed and the team was deciding on maybe going to interventional radiology for bleed management. However, no further intervention was mentioned. Patient was successfully weaned off the impella and is stable.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the retroperitoneal hemorrhage: purge switched over to heparin d/t active pes per pharmacy. The cause of the hemorrhage was not determined due to insufficient clinical details. Cardiogenic shock/ embolism: the cause of the clinical symptom was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.